Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was over 500mg/dl at the time of incident and the current blood glucose level was 464 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer stated that they did not receive a calibration not accepted alert. Customer also stated that they did receive a change sensor alert. The device will not be returned for analysis.